Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 20-jul-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 18-feb-2024, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-feb-2024, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had redness at the implantable neurostimulator (ins) pocket site and a scab on the top of their head where the extension wire connects to the lead. There were no known factors that may have led or contributed to the issue. The entire system was removed due to infection in the ins pocket and lead site. The issue has not been resolved.